Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
1 false negative sofia sars result, confirmed positive by pcr. Patient was confirmed to be symptomatic. Additional information was requested but unable to retrieve further patient information.